Manufacturer narrative:
Evaluation summary attached - customer report was confirmed. Cannula was returned with dilator inserted. Entire wire reinforced section of cannula body were collapsed at multiple locations. Introducer was removed and reinserted. It was difficult to insert and to remove introducer. No measurement of cannula body i.d. Was attempted since it required destructive test.

Event description:
Cannula body was found to be collapsed during use. Another cannula was used.